Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of the device and leads, the patient had an arrhythmia and symptomatic rate drop due to high thresholds on the right ventricular lead. The device was thought to have a setscrew issue and both the device and right ventricular lead were explanted and replaced the day after the implant procedure. It was also noted the left ventricular lead was attempted at the implant and not implanted due to high threshold. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.